Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary did not receive any orders from epic. The user was unable to provide any sample orders or patient details, and all stations were on critical override. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01 august 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that epic medication orders were not crossing over to the pyxis system. A technical support specialist (tss) dialed into the server and ran a downtime query. No disconnect flags were found on the care fusion coordination engine or the enterprise server. There were no queued messages on the enterprise server. The tss ran additional queries to verify that the enterprise server was receiving current orders from epic and processing them successfully. The customer was contacted and informed of these findings. The customer advised that she would manually power off devices that were set to critical override (co) and requested a callback after one hour. A callback was completed, and the customer confirmed that no complaints had been reported after the devices were taken off critical override. Approval was then given to proceed with closing the case ticket. The system functioned after the technical support specialist troubleshoot the device.